Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd alaris extension set was occluded. The following information was received by the initial reporter with the verbatim: description of problem: lipid filter becomes clogged or won't flow anymore, this happened at 1930 when it had been running since 0400. It stopped flowing after 15hrs of running without issue. Replaced with new filter.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint there was fluid blockage could not be verified due to the product not being returned for failure investigation. A device history record review for model 20129e lot number 23099411 was performed. The search showed that a total of 17603 units in 1 lot number was built on 28sep2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.